Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose was 142 mg/dl. During trouble shooting with tandem technical support (cts) it was discovered the customer was using cold insulin within the cartridge. Cts educated the customer on cartridge/insulin labeling. A cartridge change was performed and insulin deliveries were resumed.